Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract procedure, poor phacoemulsification was experienced. The phacoemulsification handpiece also overheated. Two out of three handpieces used over heated. The handpieces passed the tuning process. The surgery was completed as planned with an alternate handpiece. No patient harm was reported.